Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional and manufacture utility tests were performed as well as non-destructive analysis of the pump. Error codes for high alarm displayed and downstream occlusion were found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The device passed calibration testing. Excessive glue was found protruding from the downstream occlusion sensor seal. Root cause of the reported issue would be attributed to the downstream occlusion sensor seal assembly error whereby the device had been repaired by the customer outside of the manufacturer. The downstream occlusion sensor should be replaced as a preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
B5: additional information received on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.